Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Customer did not provide serial number.

Event description:
It was reported to philips that the device had a unidentified operational failure. There was no reported patient involvement/adverse patient impact.

Event description:
The customer called philips regarding questions on retention periods. There was no allegation of malfunction by the customer. There was no patient involvement.